Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A customer reported that following bilateral intraocular lens (iol) implant procedures, a patient reported blurred vision in both eyes, which improved by washing eyes with water. She also reported the loss of close vision and the ability to see tiny font close up, which she could see prior to surgery. Additional information was requested. There are two medical device reports associated with this patient. This report is for the right eye.